Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "random cut off power" which were verified through a review of the event history log found multiple "improper shutdown!" Messages as evidence for the customer-reported allegation. The evaluation confirmed the allegations and inspected the device, finding the customer-reported issue to be attributable to a corroded battery pin on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns power on and off randomly. The problem was found in the trauma ward. There was no patient involvement. No additional information is available.